Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a code displayed on the remote home monitoring system indicating possible premature battery depletion. Engineering analysis of the data stored from the subcutaneous implantable cardioverter defibrillator (s-ICD) found the code to be erroneous due to excessive magnet exposure. Further review found the most recent battery measurement to show recovery of the battery and status. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a code displayed on the remote home monitoring system indicating possible premature battery depletion. Engineering analysis of the data stored from the subcutaneous implantable cardioverter defibrillator (s-ICD) found the code to be erroneous due to excessive magnet exposure. Further review found the most recent battery measurement to show recovery of the battery and status. The s-ICD remains in service and no adverse patient effects were reported. Additional information indicates this s-ICD was explanted and replaced due to normal battery depletion and was returned for analysis.